Event description:
User facility reported on a medwatch form that a (B)(6) female was in the emergency room for removal of staples. Reportedly the staples were in the scalp, were removed with difficulty after the child was given ibuprofen, lidocaine, epinephrine, and tetracaine, and the child was discharged. The site was dressed with a bacterial ointment. The staples prior to removal had been in place for 5 days. The instructions for use states the following under contraindications: "when it is not possible to maintain at least 5mm distance from stapled skin to underlying structures, the use of staples for skin closure is contraindicated."

Manufacturer narrative:
(B)(4). Information received did not confirm if the initial reporter was a health professional. Results: for use when no methods were performed and therefore no results will be obtained. Conclusion: a device problem related to the user not following the manufacturer's instructions.